Manufacturer narrative:
Concomitant medical products: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2019 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2019 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2019 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2019 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that a patient wants their system explanted because the leads had shifted. No patient symptoms reported. Additional information reported that 1 week ago the patient stated that she wanted to explant device because it was causing her pain. Rep thought she was fine after she was reprogrammed a week ago. Lead movement was noted. The cause of the leads moving was not determined. Explant is planned, but not yet scheduled.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, lot# serial#: (B)(6), implanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial#: (B)(6) implanted: (B)(6) 2019, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) and it was reported that the healthcare provider (hcp) was going to remove her system the end of december but now he¿s waiting on cardiac clearance to do the explant.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient was seen due to ineffective pain relief. And impedance assessment was performed and high impedances were reported at all electrodes. Re-programming with multiple cathodes and anodes was attempted and rep was able to resume stimulation. The patient reports that this new program is not helping. The patient is requesting entire system removal. There was no known cause. Patient is very emotional and request system removal. It was unknown if a surgical intervention was planned at the time of the report. Later, the patient reported that they been having "problems" with the  spinal cord stimulation (scs) and it is "malfunctioning" - caller unable to clarify what the problems are. Caller states pt's managing hcp was consulted about this and wants the scs removed but MRI must take place first.